Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent removal of suture on (B)(6) 2004 for dyspareunia. It was reported that the patient underwent excision of sling on (B)(6) 2004 for exposure and on (B)(6) 2013 for pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was report that the patient underwent extracorporeal shock wave on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003, a mesh was implanted; on (B)(6) 2007, a mesh was implanted; on (B)(6) 2011, pinnacle was implanted; and on (B)(6) 2011, obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.